Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager fell off. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) and hasp were detaching from the refrigerator, required proper installation. A field service engineer (fse) found no hardware failure icon appearing on the pyxis system. The fse removed both the rm and hasp, stripped away the old very high bond (vhb) tape, and replaced new tape. After carefully realigning the components, the fse reattached the rm and hasp securely to the refrigerator to resolve. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager fell off. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.